Manufacturer narrative:
The display was blank due to moisture damage on the liquid crystal display and the mother board.

Event description:
It was reported that there was moisture beneath the display and it was blank. Nothing further was reported.